Event description:
It was reported that during the implant procedure the left ventricular (lv) lead implant attempt was unsuccessful due to coronary sinus dissection that prevented further lead manipulation. The lead was removed. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6935m62 lead, implanted: (B)(6) 2013. A 1688tc competitor lead, implanted: (B)(6) 2009. (B)(4).